Event description:
Dental implant was explanted due to a loss of osteointegration. The dr reported that the reason for the event was due to stress placed in the implant when the denture was removed and the prosthesis was attached. The pt has a smoking habit. Bone loss was noted.